Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg has not worked in years. Reportedly, the patient stopped charging the ipg (exact reason for not charging is unknown). As a result, the ipg was replaced. Therapy has been restored.